Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the device replacement procedure, the new device was connected to the old lead, and the lead impedances were measured through both the device and the analyzer. The impedances were much lower when measured through the device than they were when measured through the analyzer. The lead was connected and reconnected to the device multiple times, and was remeasured each time, with the same results. The physician decided to explant and replace the lead, and the impedances were measured once again,both through the analyzer and through the device, with the same results as before. The physician decided to not use the device, and implanted a different device, where the measurements through the device were consistent with the analyzer measurements. Further investigation into the event indicated that the technicians involved may have been reviewing the battery impedance when testing the lead through the device as opposed to the lead impedance, which would have accounted for the discrepancy in impedances. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the device replacement procedure, the new device was connected to the old lead, and the lead impedances were measured through both the device and the analyzer. The impedances were much lower when measured through the device than they were when measured through the analyzer. The lead was connected and reconnected to the device multiple times, and was remeasured each time, with the same results. The physician decided to explant and replace the lead, and the impedances were measured once again, both through the analyzer and through the device, with the same results as before. The physician decided to not use the device, and implanted a different device, where the measurements through the device were consistent with the analyzer measurements. Further investigation into the event indicated that the technicians involved may have been reviewing the battery impedance when testing the lead through the device as opposed to the lead impedance, which would have accounted for the discrepancy in impedances. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; hm342r31h implantable tissue valve, (B)(6) 1996. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.